Event description:
It was reported that the emergency stop does not work. There was no patient involvement.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse stated that the e-stop button was not working as expected and needed replacement. The reported allegation was confirmed. Performance tests were conducted and indicated that there were no errors observed on start-up. The coolant level, optical alignment and aiming beam intensity were checked and found to be normal. The fse also checked for leaks and found none. Laser power output was measured. The console was within factory specs. The fse replaced the e-stop button, restoring console's functionality. It is likely that this issue found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the emergency stop does not work. There was no patient involvement.